Event description:
The facility reports the lift went up by itself, which caused the resident to fall out. The sling of the unit was not okay, the cords were worn out, the chain did not work well, the tension and retaining pin were broken ff/bent, and the inside of the handrest is not good. The machine is fitted with a power pak and has been modified by the customer. Arjo advised the client not to use the machine until it had been repaired. The sling being used did not have belt. The pt suffered a swollen right hand (not broken), and the left side of the face was swollen with a hematoma.